Manufacturer narrative:
Device is a combination product.   (B)(4).   Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged in the centre of the stent profile with struts lifted distally from the balloon. The damage to the stent is consistent with force/resistance being encountered with the stent delivery system. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile. : a visual and tactile examination also found no issues with the shaft profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 32x3.0mm, concentric, target lesion containing a lesion bend of between >45 and <90 degrees was located in the mildly tortuous and mildly calcified right coronary artery (rca). A 3.00x32mm promus element plus drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.